Event description:
Pt reported that the surgeon thought that he built up scar tissue (not due to device) from having surgery and many years of trauma and tried to remove it during the cleaning in (B)(6) 2010. No revision of implanted devices at the time of the cleaning.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon-cr femoral component cemented #6 right, cat# 5510-f-602, lot# sph6x. Triathlon prim tib baseplate - cemented cat# 5520-b-600, lot# exnn. Triathlon asymmetric x3 patella, cat# 5551-g-381, lot# 930h. Simplex p full dose 1 pack, cat# 6191-1-001, lot# r1q157. At the present time, it cannot be determined which, if any of these devices may have caused or contributed to the pt's surgical intervention. An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.